Event description:
Pt was hospitalized due to high bg's.

Manufacturer narrative:
As per t:slim reference guide, the t:slim insulin delivery system is intended for the subcutaneous delivery of insulin, at set and variable rates, for the management of diabetes mellitus in persons requiring insulin, for individuals 12 years of age and greater.